Manufacturer narrative:
It was previously reported that during the evaluation of the trilogy100 ventilator at the manufacturer's service center, a "critical error" code e-193 and e-290 was found in the ventilator's downloaded error log. Internal li-ion battery permanent failure. Failure of internal battery may impact therapy. The device was scrapped. Correction to the reporting status of "complete". The device was scrapped therefore no further action can be taken.

Event description:
During the evaluation of the trilogy100 ventilator at the manufacturer's service center, a "critical error" code e-193 and e-290 was found in the ventilator's downloaded error log. Internal li-ion battery permanent failure. Failure of internal battery may impact therapy. The device was scrapped.